Event description:
It was reported by the customer via emergency support program line, that cardiosave intra-aortic balloon pump (iabp) had unexpected power failure during use. There were no patient harm or injury was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11 it was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) experienced an unexpected power failure. There was patient involvement reported and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer stated the pump was functioning appropriately but that a high pitched sound was heard from the patient room. Upon assessment, they found the pump had powered down. The customer restarted the pump, and it was working well with no signs of malfunction. The customer confirmed that no alarms or messages were present and noted that the console had not yet been exchanged due to unavailability at the time of the call. Esp personnel resqueted that the customer print out the alarm log and the last alarms recorded were augmentation below set limit alarms. Complaint information was obtained. Esp personnel encouraged the customer to reach out to the house supervisor for a replacement. Esp personnel instructed them to label the console with ¿unexpected power failure, unknown error, biomed to service¿ after the pump was exchanged. The customer agreed to the plan and denied any additional needs. Esp personnel did not hear from her throughout the rest of her shift.